Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for routine follow up with an alert for capacitor charge time limit. Upon interrogation, patient receive numerous shocks however patient was stable during interrogation. Capacitor maintenance was performed and device demonstrated a normal charge time.